Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, high thresholds and a chest x-ray confirmed the lead had dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.